Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet to shower when their blood glucose was about 190 mg/dl and trending down, then removed the cgm sensor with plans to replace it afterward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings were available, and there was insufficient information regarding a medical device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.